Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported balloon rupture was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon ruptures/leaks or shaft separations reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat an eccentric lesion in the left anterior descending artery with mild tortuosity, moderate calcification and 99% stenosis, pre-dilatation was performed. A 2.5x15 mm rx xience xpedition stent delivery system (sds) was prepped per the instructions for use and advanced without resistance to the target lesion. The stent was implanted; however, the balloon ruptured during the second inflation at 14 atmospheres. The sds was withdrawn from the patient anatomy without resistance. The procedure was completed after post dilatation was performed as standard procedure without any issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. Reportedly, post procedure the shaft of the sds kinked during handling for storage of the device and during packaging for return shipment the shaft separated into two pieces at the location of the kink and an additional separation of the shaft occurred. No additional information was provided.